Event description:
It was reported that atrial lead exhibited noise. It was noted that the lead had a history of noise. The lead was explanted and replaced. No patent symptoms were reported.

Manufacturer narrative:
The lead was capped.

Event description:
New information states the lead was capped and not explanted.